Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his charging system and programmer can no longer communicate with his ipg due to it being inoperable. An sjm representative met with the patient and deemed the ipg as non-functional. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information reported that the patient underwent surgical intervention and the ipg was explanted.